Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed button error. A replacement insulin pump was sent but the customer did not want o return his device. Blood glucose value is 83 mg/dl. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had an intermittent button response on the esc and act buttons due to corroded keypad traces noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker.